Manufacturer narrative:
Patient code 3191: secondary surgical intervention, exchange. Device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found haptic broken. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: the lens was exchanged on (B)(6) 2019 within same surgery as removal of initial lens. The exchange resolved the problem. Explanted date in supplemental MDR (B)(6) 2019 is corrected to (B)(6) 2019. (B)(4).

Manufacturer narrative:
The statement " the lens remains implanted" in original MDR is not applicable. The lens was explanted on (B)(6) 2019. Patient code 3191: secondary surgical intervention, explant. Device code 4117: is not applicable in original MDR; lens was explanted. Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.2mm vticm5 13.2 of -4.5/4.0/12 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The patient experienced refractive surprise. On (B)(6) 2019 the lens was exchanged intraoperatively and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -4.50/+4.0/012 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The patient experienced a refractive surprise and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.